Manufacturer narrative:
Terumo has not received the actual device for eval; therefore, the investigation has yet to be completed. Terumo plans on submitting a f/u report when the investigation is complete and more info becomes available. (B)(4).

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on july 16, 2015. Method: actual device evaluated. Method: visual inspection. Method: pressure testing. Results: no failure detected. Conclusions: unable to confirm complaint. The actual sample was visually inspected upon receipt, during which no anomalies were noted. The sample was pressure tested to recreate the 100% in-process leak test that all ops valves are subjected to prior to release. The sample was pressurized to 3.5 psi using a syringe and submerging the unit under water. No leaks were found. All other functional parameters were also tested to verify that the valve was performing per tcvs specifications. Both pressure relief umbrellas and duckbill flow were found to be operating as intended. A review of the device history record revealed no anomalies. A definitive root cause could not be determined and the complaint was not confirmed. Currently, 100% of ops product is verified on an in-process leak test to ensure adherence to tcvs specifications. All available information has been placed on file in quality management for appropriate tracking, trending and follow up

Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass the safety valve leaked blood. Approx 30 minutes after the initiation of the circulation, blood began leaking at the valve. Blood loss of less than 1cc. Product was not changed out. Surgery was completed successfully.